Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's paddle lead had high impedances upon connecting to the implant prior to a non-device related fusion surgery. During the procedure, the physician discovered that some of the contacts had detached from the paddle lead. The physician replaced the lead; however, three contacts were not removed per fluoroscopy taken. The explanted device was discarded by the medical facility. There were no reported complications postoperatively.